Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred before problem. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with guidance from technical support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction returned, which customer acknowledged and understood.